Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hypoglycemia with a blood glucose of 61 mg/dl, stated the pump was ¿trying to kill him,¿ treated with oral glucose and later cereal, and subsequently recorded a blood glucose of 98 mg/dl; the user was counseled on meal announcement but expressed a desire to remove the pump. Symptoms included hypoglycemia. Outcomes included troubleshooting and user education. Investigation included product-use review and user counseling. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.